Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Logs showed alarm 300-device in fail safe was activated 22 times. Tech support noted signs of general performance issue with the logs that was improved with software update. Tech support suspects that the customer had set the wrong system time after an os update.

Event description:
The customer reported "watchdog failure, firmware running" issue on the bellavista 1000. The customer confirmed the event happened and had a need to stop the ventilation. There is no information regarding patient harm or injury that was associated with the event.